Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Provider alleges while the consumer was driving her chair in the yard, the afp got caught on the ground and allegedly flipped over with consumer in it.

Manufacturer narrative:
The afp and side rails were returned for evaluation. The alleged incident could not be associated with returned parts. Attachment: [rpe 5547 signed.pdf].

Event description:
Provider alleges while the consumer was driving her chair in the yard, the afp got caught on the ground and allegedly flipped over with consumer in it.